Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, the patient expired in the middle of the procedure. The cause of death was not caused by the robot. As the surgeon was lifting the lung, it stretched and tore an artery. The event was reported as being due to the patient's history with cancer and having fragile anatomy. On 12-nov-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during the da vinci-assisted pulmonary lobectomy procedure, there was excessive bleeding from the pulmonary artery (pa) which was damaged as the surgeon lifted the patient¿s lung. The specific amount of blood loss was unknown, but a transfusion was required. In an attempt to control the bleeding, the system was undocked and the procedure was converted to a thoracotomy. The operating room (or) staff called for blood and after a delay in receiving the requested units of blood, the staff attempted to administer a blood transfusion but the patient subsequently expired during the thoracotomy. On 18-nov-2020, isi obtained the following additional information from the console surgeon regarding the reported event: during the da vinci-assisted pulmonary lobectomy procedure, there was excessive bleeding. As the surgeon was lifting the patient¿s lung, the pulmonary artery was exposed. So when the surgeon lifted the lung, the motion stretched and tore the pulmonary artery. The pulmonary artery was described as having a visible small lesion and it was thin, so when the surgeon lifted the lung, it started to bleed and then tore. The event occurred as the surgeon was approximately 90% through the procedure. While the specific amount of blood loss was unknown, blood loss was reported as, ¿the patient¿s entire chest filled up with blood.¿ the system was quickly and successfully undocked and the procedure converted to a thoracotomy to control bleeding by clamping the pulmonary artery. A blood transfusion was also administered. A total of 6-8 units of blood were administered to the patient but the patient expired during the thoracotomy. Per the surgeon, there were no reported system errors. There was no report of a da vinci system, instrument, or accessory malfunction during the da vinci portion of the procedure. The surgeon does not feel that the da vinci system, instrumentation, and/or accessories caused or contributed to the event. The system did not do anything unexpected, there was no unexpected system or instrument movement, and all instruments and system functionality worked as intended. The surgeon attributed the cause of the event as being due to, ¿the patients fragile anatomy; due to a history with radiation, chemotherapy and cancer.¿ a registered nurse (rn) from the site provided the following additional information regarding the reported event: when the injury to the pulmonary artery occurred, the surgeon was in the process of performing dissection of the "left upper lobe tri-segment bronchi." Unspecified "blunt robotic instruments" were being used at the time the vessel injury occurred. According to the rn, the system did not do anything unexpected. In addition, there was no allegation of unexpected movement. The cause of death on the discharge summary is "cardiopulmonary arrest due to acute anemia-blood loss." Over 2 liters of blood loss was reported in relation to the reported event. The following products were transfused: "prbcs 12 units, cryo 1 unit, platelets 2 units and ffp 5 units." In regards to medical intervention, the rn indicated the following was performed: "thoracotomy with control of the pa bleeding. Anesthesia resuscitation and transfusion. After the bleeding was controlled, the patient had multiple episodes of arrhythmias and bradycardia with subsequent episodes cardiopulmonary arrest."

Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. System and instrument log review was conducted on 13-nov-2020 for procedure on (B)(6) 2020 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. The da vinci system was recorded in use for 260 minutes (4.33 hours). While all reusable instruments used in the case have not been used in subsequent procedures at this time, a site complaint history search shows no complaints filed against the instruments. A stapler log review was performed by an isi failure analysis engineer (fae) and results were as follows: the sureform usage review found no issues in the logs. There were 8 firings and all were completed with no pauses for compression. Further, there were no errors in the logs that were relevant to the reported issue. A medical review from an isi medical safety officer was completed, and results were as follows: based upon the information in the description of events, while undergoing a da vinci-assisted pulmonary lobectomy the surgeon tore the pulmonary artery, which was noted to have a visible ¿lesion¿ and was noted to be ¿thin,¿ while lifting the lung which stretched the pulmonary artery. It was unclear as to the cause of the bleeding of the pulmonary artery. The surgeon was not able to control the bleeding. The patient expired due to the bleeding that resulting from the ¿torn¿ pulmonary artery. The surgeon of record does not feel as if the injury to the pulmonary artery resulting from the da vinci system, instrumentation, and/or accessories. However, the injury to the pulmonary artery occurred during the use of the da vinci system and instrumentation on the pulmonary artery. The use of the da vinci system and instrumentation resulted in an injury to the pulmonary artery which ultimately led to the patient¿s death. This complaint is considered a reportable event due to the following conclusion: while undergoing a da vinci-assisted pulmonary lobectomy the surgeon stretched/tore the pulmonary artery, while lifting the lung due to the presence of a small/thin lesion. The subsequent bleeding was not able to be controlled and the patient expired due to hypoperfusion secondary to massive blood loss anemia. While the attending surgeon did not feel that da vinci system, instrumentation, or accessories caused or contributed to the ¿tearing¿ of the pulmonary artery which led to the patient¿s death, it is unknown to what degree the da vinci system, instruments, and accessories used during this procedure may have caused or contributed to the event.